Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone that the drill bit was too big for the miniloc quick anchor w/ ethibond so when the surgeon tugged on the anchor to see if it fit it pulled out. The case was completed by using another anchor. There were no patient consequences or delays. The sales rep was not present for the case. The device is not available for evaluation as it was discarded. The sales rep stated after three follow up attempts that she could not provide obtain anymore information from the facility regarding the case.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).